Manufacturer narrative:
H10 clinical statement: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Upon evaluation of additional information received, it was determined that the event reported on 2937457-2021-00840 was not a reportable event related to the fmc liberty cycler. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 2937457-2021-00840.

Event description:
It was reported a patient had a yeast infection. Upon follow up, the patient¿s hemodialysis (hd) nurse spoke with the patient who was receiving hemodialysis at the associated clinic. It was stated the patient was on peritoneal dialysis (pd) with another company (not fresenius) over 13 years ago. The nurse/patient confirmed the reported yeast infection was not related to fresenius products and was associated with the pd catheter (not a fresenius product). Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had a yeast infection. There is no further information available.